Event description:
As reported by distributor in (B)(4), during a pci procedure employing a navilyst medical convenience kit, air was noted to be entering the system at the location of the rotating male adaptor on the one-valve manifold with an integral blood pressure transducer. No air was injected and there were no pt complications. The used device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2010 navilyst medical complaint report was reviewed for the reported failure mode of air bubbles and the product family of disposable transducers. No adverse trends were noted. Returned for evaluation was the used one valve transducer manifold and an attached 48" pressure monitoring line. No visual damage or defects were noted. Both devices were subjected to leak testing per our specifications and both passed the testing. The female fittings on the manifold were measured and the tapers and threads were both found to be within specification. The male taper of the rotating adaptor was also found to be within specification. The complaint is unable to be confirmed as the returned sample was tested found to function as intended without air leakage. It is possible that the end user did not secure the connection of the rotating adaptor when attaching it to another device. The directions for use packaged with this product contains the warning: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur". Also, "examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism." Process controls in place for the manufacturing of the transducer manifold include: visualization for proper bonding, 100% electrical response testing, handle torque testing, inspection of the rotating adaptor, and leak testing. Process controls in place for the manufacturing of the pressure monitoring line includes a 100% visualization of all lines for fitting damage. (B)(4).